Manufacturer narrative:
An event regarding wear involving an unknown shell was reported. The event was not confirmed. Method & results: -device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. -medical records received and evaluation: the provided medical records were reviewed by consulting clinician who indicated: "the primary harm involved is recurrent instability of the hip. The poor condition of the hip abductors undoubtedly plays a role in the recurrent instability. No evidence of implant design or manufacturing is presented. The patient had mildly elevate blood co,cr and ti ion levels and staining of the tissues with metallosis. The nature of the staining i.e., is not known. While it might be related to corrosion and wear of the trunnion and head it also may reflect abnormal wear of the edge of the titanium cup as it articulated abnormally with a dislocated femoral head. There is insufficient documentation presented to complete this assessment." -device history review: not performed as the device was not properly identified. -complaint history review: not performed as the device was not properly identified. Conclusion: based on the medical review, there could have been abnormal wear of the edge of the titanium cup as it articulated abnormally with a dislocated femoral head causing the staining of the tissues with metallosis. However, there is insufficient documentation presented to complete this assessment. Further information such as primary operative report, implant records, dated pre- and post-op x-ray images, clinical notes and the explanted devices are needed to complete the investigation for determining root cause. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
The customer reported that the female patient presented with dislocation. She was revised on (B)(6) 2016 and the surgeon reported metallosis. Images of explanted devices indicate black on stem trunnion and inside the head. The surgeon further reported that the muscle of the abductors destroyed by armd. Patient had dislocation of thr 3 times prior to revision. Right side.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The customer reported that the female patient presented with dislocation. She was revised on (B)(6) 2016 and the surgeon reported metallosis. Images of explanted devices indicate black on stem trunnion and inside the head. The surgeon further reported that the muscle of the abductors destroyed by armd. Patient had dislocation of thr 3 times prior to revision. Right side.